Event description:
It was reported that high pacing lead impedance was observed on the right ventricular lead. Over the past year, the lead impedance had increased. Capture thresholds had also increased. Sensing has remained good and no noise was present. Patient is asymptomatic. The patient will continue to be monitored at this time.